Manufacturer narrative:
(B)(4). Conclusion: the suture was not returned so an evaluation could not be completed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used for dermal suturing. During the procedure, the suture broke when tying. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.